Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; d2; d9; g1; g3; g6; h1; h2; h3; h4; h6. The event is confirmed. Visual inspection of the returned devices show that the dovetail feature is slightly flared out. The device exhibits signs of insertion attempts (gouges, inserter tool marks) and dimensional analysis results are within specification. The device history record was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). D10: medical product: tibia cemented 5 degree stemmed right size e: catalog#42532007102 or tibia cemented 5 degree stemmed right size f: catalog#42532007502. G2: foreign: japan. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.

Event description:
It was reported that during an initial total knee arthroplasty, the articular surface would not seat properly on the tibial tray. There was a surgical delay of ten (10) minutes while the surgeon attempted to place the bearing. The surgery was eventually completed with another sized articular surface. There was no patient impact and no adverse events have been reported as a result of the malfunction. All available information has been reported.